Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2005: the patient underwent surgery for repair of an incisional hernia. A bard/davol kugel patch was implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective kugel patch.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2005: the patient underwent surgery for repair of an incisional hernia. A bard/davol kugel patch was implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective kugel patch. Addendum per additional information provided: (B)(6) 2005 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of composix kugel mesh. Per operative notes, ¿the hernia sac was identified and dissected free from its surrounding tissues. A composix kugel mesh was deployed over the omentum and tacked using staplers. The ptfe side of the mesh was placed down against the omentum and the polypropylene side was up against the peritoneum and fascia. ¿ on (B)(6) 2013 to (B)(6) 2015 - patient was diagnosed with abdominal pain secondary to partial small bowel obstruction. On (B)(6) 2016 - patient was diagnosed with enterocutaneous fistula and incisional hernia thereby underwent removal of mesh, resection of small bowel and fistula. Per operative notes, ¿there was a large amount of adhesed omentum, and the fistula were freed up. Presented with abdominal wall abscess in between layers of mesh. Able to peel the mesh, which was a bilayer of prolene and ptfe off the abdominal wall. Removed the bisected mesh on the right side, enterocutaneous fistula and small bowel were resected. Then a piece of biologic mesh was placed in the abdomen using stitches.¿ attorney alleged that the patient had abscess, adhesions, bowel obstruction, fistulae and pain.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct brand name and catalog no. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 10 years 3 months post implant of composix kugel mesh, patient was diagnosed with hernia recurrence, bowel obstruction, abscess, adhesions, fistula and inflammation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions, fistula and inflammation as possible complications. Updated fields. (UDI no), d.6b (date of explant), . Corrected fields: d1 (brand name), d4 (product catalog no) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.